Event description:
Customer reported that the hinge that holds the fluidics module cover up was loose on the echo. He noticed that when any operator was refilling the pbs supply bottle or emptying the waste container while lifting the lid, the lid did not remain in position and would fall down. No injury was noted by the echo operator who reported the issue.

Manufacturer narrative:
Instructed customer to bend the upper arm of the fluidics module cover latches to minimize the play at the riveted joint of the affected arm. Customer confirmed that the problem was rectified.